Manufacturer narrative:
The device is reported to be in the process of being returned for evaluation. Upon completion of the investigation or if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during a procedure, the tip of the shaver fractured off as the surgeon rotated the shaver in the disc space. Reportedly, the patient's disc space was very narrow. The fractured tip was successfully retrieved from the disc space. There was no report of adverse impact to patient or procedure. No additional information is available.